Manufacturer narrative:
Submit date: 2/6/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer reports that device is leaking around the entrance site and there is catheter migration. The patient is male, (B)(6) years old, and (B)(6) kg. The relevant medical history is renal failure. Medical intervention required was surgical removal of the defective catheter. There was an unanticipated extension of the incision by 3cm. The catheter replacement was done. The date of implantation was (B)(6) 2016 and the date it was explanted was (B)(6) 2017.

Manufacturer narrative:
The sample was received for evaluation and investigation. The sample consisted of a pd catheter which came inside a generic plastic bag. The catheter showed signs of use. Visual inspection was performed and it was observed that the catheter had no cuff. Magnified photos were taken and remains of glue in the place of the cuff can be observed. Additionally, there were no observed cuts in the silicon tubing. The complaint sample investigation concluded that this is related to the manufacturing process. A device history record (DHR) review was performed and no discrepancies that may have contributed to a complaint of this nature were found. This finished lot was manufactured on (B)(6) 2016 and was released (B)(6) 2016. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Based on all gathered information, the most probable root cause for this event can be considered manufacturing related. During sample evaluation it was determined that more likely, the operator applied too much silicone adhesive during the cuff bonding operation, generating an extra glue layer unable to maintain the cuff in place. A formal investigation corrective and preventive action (CAPA) has been opened to further investigate this issue and evaluate the controls that are in place during the manufacturing activities. The definitive root cause will be determined through these CAPA investigations. If further evidence becomes available, this complaint investigation will be reopened to be updated accordingly. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.